Manufacturer narrative:
Product has been received by zimmer biomet. "Unapproved chemicals may potentially cause further reaction with the trial material inducing unexpected shrinkage. The shrinkage of material about the stainless steel insert would create stresses that exceed the limits of the material, resulting in cracking. Autoclaving was also reviewed to verify thermal cycling of the trial would not cause a cracking condition. Parts representative of those returned were cycled 100 times. No cracking occurred during the test." A trend was identified for this issue and the 32-3605 series of parts. Hhed 000070 was completed to address the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the sterilization process it was noticed that the vanguard 360 trial bearings appeared to be cracked.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as this event did not result in patient or user injury and no adverse effects were identified for this issue prior to this event.